Manufacturer narrative:
Vyaire medical file identification: (B)(4). According to the customer, the suspect device would not be returned for evaluation. However, the customer did trouble shooting and discovered that the main pcb needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ventilator was showing circuit disconnect, low pip, xdcr fault alarm continuously. The customer confirmed that there is no patient involvement associated with the reported event.